Event description:
It was reported that the customer was hospitalized for dka and was treated with an insulin drip. The family member stated that the customer had begun to use their leg as a new insertion site. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed testing. The next day, the family member called back and indicated that the md would like customer to have the pump replaced.